Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in proximal and middle section. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left carotid-ophthalmic artery. The max diameter was 6mm, and the neck diameter was 3.5mm. The patient's vessel tortuosity was moderate. The landing zone was 4.82mm distal and 5mm proximal. Dual antiplatelet treatment was administered. The access vessel was the left internal carotid, which was 6.5mm inn diameter. It was reported that the microcatheter was advanced without problems. The pipeline initially did not open at its proximal end, but after waiting a bit, slow opening began. It continued to release up to approximately 70% of the device without it opening. Twisting was observed, and despite several known maneuvers, it did not open. When the pipeline was removed, it stayed on the proximal end of the phenom microcatheter adjacent to the hub. The pipeline was not positioned in a bend, and more than 50% had been deployed when it failed to open. The pipeline had been resheathed two or less times. A replacement pipeline of the same size was used. The patient did not experience any injury or complications, and the event did not prolong hospitalization. Angiographic results post procedure were said to be satisfactory, with no complications present the devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include an 8 fr sheath, neuron max 088 guide catheter, phenom 27 microcatheter, transend .014 guidewire, and navien 058 catheter.

Manufacturer narrative:
Product analysis #280284046:equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev f as found condition: the pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis within shipping box; within a sealed plastic biohazard pouch; within individual opened outer carton; and within opened individual pouches. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub. The pipeline flex w/ shield pusher was found kinked. The hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the resheathing pad, re-sheathing marker or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found undamaged. The micro catheter body was found flattened at ~41.4cm from the proximal end. No damages or irregularities were found with the distal tip or marker band. The pipeline flex w/ shield braid was found within the phenom-27 catheter hub. The micro catheter was cut to remove the braid. Both braid ends were found tapered, damaged, and frayed. The middle braid was found undamaged. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~158.9cm and the usable length was measured to be ~152.2cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open proximal (flex)¿ was confirmed. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, damage to micro catheter, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. It is possible the flattening found on the micro catheter contributed towards the incomplete open. Customer reported devices were prepared and flushed per IFU. The customer report of ¿pipeline braid twisted¿ could not be confirmed. It is possible the reported catheter kinking was contributed towards the reported incomplete open and braid twisted. Ngod10 2022-09-14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.